Event description:
It was reported that tandem charging supplies began burning or melting. There was no reported impact to the customer¿s blood glucose level. Customer technical support arranged return and replacement of charging supplies, and no additional information was received regarding the outcome of the event.